Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that during testing the downstream occlusion seal was cracked and the upstream occlusion seal was damaged. This damage would put the pump at risk for fluid ingression and affect the functionality of the device. There was no patient involvement and no harm/adverse event reported.